Event description:
Patient reported receiving a qc2h error code three times. Based on this reading the patient thought his inr was too high to read and he held his coumadin.

Manufacturer narrative:
Retain strip testing results met both accuracy and precision criteria. A review of the batch record for the lot did not uncover any non-conformances. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Investigation did not uncover product deficiencies nor non-conformances. No further escalation is required at this time. Corrective action not required at this time, as no product deficiency was established.